Manufacturer narrative:
Event date is an approximate.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the unit was not working and requesting the serial number. Patient was currently at their hcp's office and the nurse practitioner was not able to pick up anything on the device with the clinician programmer. Patient mentioned travelling a lot over (B)(6) and when they returned, they had urinary incontinence but their device was implanted for fecal. Patient wanted to increase stimulation however couldn't as the remote or the clinician programmer would not do anything but give them code 506. It was reviewed that the serial number needed to be entered. Unit started working after they entered serial number and patient had stimulation off which was why it was not working. No further complications were reported. Additional information was received from the consumer. It was reported that the stimulation had to be reprogrammed. The patient stated that they forgot to not go through the airport security screening. The patient also stated that their main issue was fecal incontinence but it was better and the device was working.